Event description:
It was reported by the affiliate that during a nephrectomy procedure, active blade snapped in half (was retrieved). Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.